Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing, intermittent elevated blood glucose (bg over 500 mg/dl) and the cause was not known. Insulin injections were administered to address bg. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.